Manufacturer narrative:
The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling. Complaint (B)(4).

Event description:
The healthcare professional reported injecting 0.35ml of evolysse smooth into bilateral cheeks. Patient experienced "noticeable bump" that can be felt and seen. Hcp recommended massage of the bump. Then on (B)(6) 2025 the hcp injected the bump intradermally with hylenex. The patients' conditions is reported to have resolved.